Event description:
Report of a broken haptic which was noticed after insertion. The wound was widened to facilitate removal of lens.

Manufacturer narrative:
A package was returned to the MFR from the reporting physician but it did not contain the complaint lens. The MFR has been unable to determine why this lens was not in the box or if it will be returned eventually. This report was mailed in to FDA on: 1/28/97